Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had a cracked barrel. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: a DHR was performed and there was no documentation of issues for the complaint of batch # 8082749 during this production run. One photo was provided. It shows a syringe with a cracked barrel at the 15ml mark. Root cause possible is from a jam at the plunger rod- rubber stopper assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had a cracked barrel. No serious injury or medical intervention was reported.